Event description:
It was reported via a trial that the index procedure occurred on (B)(6) 2009. The target lesion was located in the mid right coronary artery (rca) and had a 90% stenosis. The length of the lesion was 10 mm with a diameter of 3.0 mm. The target lesion was pre-dilated and a promus 3.0 x 12 stent was deployed with 0% residual stenosis. After the promus stent was deployed a dissection occurred distal to the promus stent and reguired treatment with an additional stent. The patient was discharged on (B)(6) 2009 on dual adjunctive antiplatelet therapy. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is listed in the promus instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.